Event description:
On (B)(6) 2010 maquet became aware of a quadrox-d oxygenator that had visible cracking on the clear strut structures on the outside of a quadrox - d oxygenator. The clinician determined that the cracks were extending, so, it was changed out of the circuit and a new oxygenator was put in it's place. It was in use at the time of change-out. No harm was noted to the pt. (B)(4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device (B)(6). We confirmed that there are cracks at the venous sides of the housing. According to the customer's information, a roller pump was used and the oxygenator worked fine up to six or 7 days, however, our oxygenators hmod 2030 and beq-hmod have an indications for use for only up to six hours. We have tried to simulate this failure in the laboratory with long term tests using the roller pump. The tests of 4 oxygenators ran with roller pumps during 20 days at a temperature of 37 degree c, a pressure of 500 mmhg and a water flow of 4 1/min. No cracks could be observed after and during running the tests. Therefore, the root cause could not be confirmed. However, we are confident that the most probable root cause for these cracks is the prolonged use in combination with using a roller pump, where the oxygenator may become stressed due to pulsation over time. Our basis for this is that (B)(6) has ce certified systems for long-term use outside the us which only include centrifugal pumps rather than roller pumps and problems with cracks are not known with these special tubing sets. We believe that this type of failure can be avoided in the future by the customer's adherence to the product's instructions for use which specifies that the utilization period is restricted to six hours. MFR report#: 8010762-2010-13810. (B)(4).